Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after replacing the tube, the device's cuff was tried to inflated, but it failed. Replacement was performed. Upon checking on the cuff, a hole was found to be opened. Intubation required